Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-13764 - device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 2 insulin cannula kinked event on (B)(6) 2024. The insertion site was abdomen. The infusion set was in use for 1 day. The glucose level was 200 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.